Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed and the cannula was found bent. The probable root cause is unable to be determined.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an elevated blood glucose (bg) level and a "line blocked" alarm. The alarm was resolved using the current cassette, and it did not recur. However, the bg level remained elevated, with a finger stick reading of 282 mg/dl and a cgm (halo) reading of 286 mg/dl. The pwd decided to change both the infusion set and cassette to address the high bg. Upon removing the infusion set, the pwd observed that the cannula appeared straight. After lightly touching the tip of the cannula, the pwd noted that it bent very easily, suggesting it may have been kinked under the skin. The pwd also reported experiencing a rash and a hard lump under the skin with each site change when using cleo 90 infusion sets. Support discussed using flonase and tegaderm as barriers to reduce adhesive-related reactions. There were patient involvement and no patient injury.

Manufacturer narrative:
Device evaluation: no device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified the complaint was not related to a previous service of the device within the review period.